Event description:
The facility reports as the lift obair was lowered, the operator did not notice the resident's legs had retracted up under the chair. When the chair was lowered all the way, the resident's legs were caught underneath. Resident suffered bilateral fractures of both lower legs.